Manufacturer narrative:
The device was returned, and a full inspection was conducted by olympus; however, investigation is ongoing. A full inspection was performed on the subject device and the unit failed the inspection due to a loose scope socket. The video connector socket could not adequately secure any paddles. All of the paddles were loose and disconnected when the unit was slightly moved, which caused noise and/or loss of the image. Consequently, the user's report was confirmed. Additionally, it was noted that the receptacle board and the software need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was no producing an image when she plugged in a 180 series scope during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the socket failed due to long-term use, however, the definitive root cause of the faulty output connector socket could not be determined. Olympus will continue to monitor field performance for this device.